Manufacturer narrative:
510k: this report is for two (2) unknown locking screws/unknown lot. Lot number and part number are unknown. UDI is unknown. The device was removed from the patient intraoperatively. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair an unknown fibula fracture on (B)(6) 2017. During the procedure, while the surgeon was implanting a 2.7mm variable angle (va) locking screw, the surgeon was unable to get the screw to lock into the 2.7mm/3.5mm va fibula plate. The surgeon removed the screw, re-drilled at a different angle, and attempted to implant a new screw. There was a reported delay of 5 minutes while the surgeon re-drilled the hole. Later, the surgeon was again unable to get the new screw to engage with the plate and elected to complete the procedure after implanting only 4 screws. The surgery was completed and no adverse event reported against the patient this complaint involves three (3) devices. Concomitant devices reported: unknown 2.7mm va screws (part #: unknown, lot #: unknown, qty. 4). This report is for two (2) locking screws. (B)(4).